Manufacturer narrative:
Based on investigation of this complaint, no harms reported. A DHR review cannot be completed as lot information was not provided. The review of trending data for the failure mode (false positive) was completed. There is 1 additional complaint from this customer (B)(4) associated with two alleged "false positive" results with no device information provided. Therefore, it is unknown if the reported alleged false positives from this customer were reported against the same devices (no kit lot number(s) provided). Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. The complaint rate for false positive is under the expected threshold of 2% (label claim)/1% (internal warning limit). Lucira health will continue to monitor trends related to false positive results. Based on the limited information available, root cause cannot be determined. A supplemental report will be filed if any further investigation and/or additional information is obtained. This device is marketed under eua (B)(4) check-it.

Event description:
One device reported as having an alleged false positive result. The complainant reported one person retested with a pcr test after receiving the positive result. The result of the pcr test was negative. No additional information provided.